Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review, it is noted (B)(4) is now applicable to the event.

Manufacturer narrative:
Product ID: 3886, lot# j0125036v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that their device stopped working 5 years ago in 2010. The implantable neurostimulator (ins) was sticking out from their hip area and had been painful for the past 4 to 5 years. This was due to a gradual change in symptoms. A radiologist told the patient 6 months ago in (B)(6) 2015 that their lead wire had moved out of position from where it was originally implanted. The patient wanted the ins removed. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.